Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, evaluation of the lead was performed. Visual evaluation noted the lead to be normal. Laboratory testing could not identify anything that would have caused or contributed to the reported perforation.

Event description:
Boston scientific received information that during a routine implant procedure, this right ventricular (rv) lead perforated the coronary sinus. The lead was ultimately removed and the case was aborted. A procedure at a later date was to occur. The patient was reported to be stabilized.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.